Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was not working. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, a technical support specialist (tss) connected with the customer and confirmed no notes indicated any active issues. The customer contacted the room, but the nurse was unaware of any problems related to biometric identifier (bioid) and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was not working. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.